Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported sometimes using infusion sets for greater than 2 days. Customer was instructed to change trusteel infusion sets every 2 days per the user guide. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 200-300 mg/dl.